Manufacturer narrative:
Device evaluated by manufacturer: a visual and microscopic examination of the returned complaint device revealed stent damage. The struts from the ninth row in from the proximal end of the stent were stretched out towards the tip causing some of the struts to be raised up. The balloon and the tip of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to any positive pressure. No kinks or damage were noticed along the shaft of the device. No other issues were noted with the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to patient contact. (B)(4).

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluation by manufacturer: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during preparation for a percutaneous coronary intervention procedure, stent damage occurred. The target lesion was located in the heart. This 2.75x16mm promus element stent delivery system (sds) was selected; however, after removal from the packaging and stylet the stent appeared to be uncoiled at the distal half of the stent. The procedure was completed with a different device. No patient complications were reported and that patient's status is stable.

Event description:
It was reported that during preparation for a percutaneous coronary intervention procedure, stent damage occurred. The target lesion was located in the heart. This 2.75 x 16 mm promus element stent delivery system (sds) was selected; however, after removal from the packaging and stylet the stent appeared to be uncoiled at the distal half of the stent. The procedure was completed with a different device. No patient complications were reported and that patient's status is stable.